Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No unexpected low reservoir alarm was noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump was monitored and no unexpected suspend alarms were noted during testing. The pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 378 mg/dl. Troubleshooting found that the pump appeared to be working as designed. Customer wanted to perform a high pressure test and the pump passed and also passed the self test. Customer requested a replacement pump and was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.